Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event. The programmer works correctly. Review of the extracted files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, an error message is displayed during interrogation. It is impossible to interrogate the pacemaker.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly and no error message is display. Review of the files permit to confirm that multiple crashes on reply and brady wireless occurred on 19/20/23-june-2025. Sessions does not end with normal traces. This issue was caused by a known bug, leading the programmer module to crash during aida reading. The main cause of this bug could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 21-november-2025, an error message is displayed during interrogation. It is impossible to interrogate the pacemaker.